Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received 2 photos for investigation. No issues were identified during the review. This product contains a lithium heparin solution that is spray coated and dried on the inside of the tube wall. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: missing gel. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® lithium heparinn (lh) 56 usp units blood collection tubes, an unspecified number of tubes were missing gel. No adverse impact was reported regarding the patient or user.